Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the right side peltier fan and verified repairs per established procedures. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a loud bang and smoke coming rom their synchron lxi 725 clinical system. There was no impact to pt sample results or pt treatment associated with this event. The customer was instructed to power down the instrument until service could be performed. There was no report of exposure or injury to the customer. Medical attention was not sought. The material safety data sheet (msds) was not reviewed by the customer. The facility has a risk management plan in place.